Manufacturer narrative:
This known failure mode was analyzed at the parent company in (B)(6) and all parts met design specifications. It was, however noted, that this component had failed because it had seen unusual stress which allowed it to fatigue and break over time. It was decided in (B)(6) 2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. A new design of this part has been implemented into production as of (B)(6) 2015. The re-designed part has been issued to the service provider to address this reported failure. A corrective and preventative action (B)(4) has been implemented to investigate, correct, and monitor effectiveness. Dealer confirmed having received the new components, installed on the device and returned to end-user. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Received report that end-user was allowing a friend to ride on the back of their device while holding on to the backrest for support. It was reported that while this occurred, both telescoping bars for the back frame broke. No injuries were reported to have occurred as a result.

Manufacturer narrative:
This is a corrected MDR submittal as initial submission had incorrect data.